Event description:
No harm to patient-during surgery in operating room, while placing hardware (screw) into bone, the head of the screw broke off. The screw remained in place with any foreign material removed under xray by surgeon (the broken head) during the same case, a drill bit broke intraoperatively with no harm to patient. It was stryker equipment and sale rep [redacted] was present and is aware.